Manufacturer narrative:
The manufacturing and sterilization records were reviewed, and no relevant nonconformities were found. The device was not removed.

Event description:
It was reported that the patient acquired an infection. Multiple attempts were made to obtain additional information regarding the reported event, but no further information was available. The patient was given antibiotics and there have been no reports of further complications regarding this event.

Event description:
It was reported that the patient acquired an infection. Multiple attempts were made to obtain additional information regarding the reported event, but no further information was available. The patient was given antibiotics and there have been no reports of further complications regarding this event.

Manufacturer narrative:
The manufacturing and sterilization records were reviewed, and no relevant nonconformities were found. The device was not removed.